Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical intervention due to hyperglycemia. The patient's blood glucose levels read high (>22.2 mmol/l, >400 mg/dl) while wearing the pod between 5 and 24 hours. The patient removed the pod and insulin appeared to have been leaking. The patient did not feel well and called their doctor, who had them come in for a visit. At the doctor's office, the patient received blood work, which revealed ketones present. The doctor had the patient self inject insulin and placed a new pod.